Event description:
Incident as reported: lap colectomy - "during early use of device, gelseal separated from the plastic cap. Dr (B)(6) had to open a new gelport."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for eval. Upon inspection, engineering confirmed gel separation approx 180 degrees from where the lever connects to the cap ring. Visual inspection is performed 100% on all gelports during the mfg process. A review of the mfg records for this lot confirmed that the product passed all mfg and quality inspections. The root cause of gel separation cannot be determined due to insufficient info related to the conditions surrounding the event. Further details on how the procedure was performed and what type of instruments were used are needed to make a more thorough investigation. The instructions for use (IFU) instructs the user to keep the gelseal cap properly lubricated when placing hand through the slit of the gelseal cap. This document represents our initial/final report.